Event description:
It was reported that the unit does not power on. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction upon investigation, there were signs of charring on the power supply board.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cart would not power on; the power supply shorted. The power supply was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.